Event description:
During ptca procedure, the zeta was advanced, but it would not cross the lesion. When pressure was applied against the resistance (contrary to IFU), the shaft of the zeta buckled and crimped. The system was pulled out, but the shaft of the catheter had separated. The distal end of the catheter was located about six inches inside the guide catheter and was easily removed with the guide wire. There was no patient injury.